Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and experienced low pump flow, thrombocytopenia, hematuria, and removal issues resulting in bleeding and limb ischemia requiring intervention. The patient was taken to the catheterization lab for suspected st-segment elevation myocardial infarction and was hemodynamically unstable and on multiple vasoactive drips. An angiogram showing left anterior descending artery occlusion. The decision was made to place an impella cp prior to the percutaneous coronary intervention (pci). The impella cp was successfully placed and pci via the right radial artery was completed with a stent to the left anterior descending artery. Pressors were weaned down status post pci and the sheath was removed. The patient was sent to the unit on impella mcs at performance level p-9. A couple of hours later, suction alarms triggered, which improved with 500 cubic centimeters of fluid bolus. Urine output was pink. The patient to be monitored and impella cp was to be adjusted if urine color remained. The following day, the patient had position alarms that were resolved under echocardiogram guidance and advancement of the impella. Additionally, labs revealed a drop in hemoglobin and platelets. The patient was transfused with one unit of packed red blood cells and one unit of platelets. Heparin was discontinued and a switched was made to bivalirudin. Heparin-induced thrombocytopenia panel was drawn. The patient had suction alarms above performance level p-5. The patient responded well to the volume. It was noted that there was concerns for flow down the right lower extremity due to a purple/discolored toe the next day. However, a right lower extremity ultrasound confirmed blood flow down the leg. The physician noted likely removal of the impella cp at bedside later in the day which was eventually completed. The patient had a constant ooze from right groin sheath site. During the attempt to remove the pump and the sheath together, the unit was unable to come out of the body. A "large" amount of blood loss occurred during this attempt to remove. The pump and introducer were advanced back into the artery and the patient was taken to the operating room for an angiogram to ensure no vascular injury at the site of the arteriotomy had occurred. The pump was removed in the operating room and the physician used the previously placed percloses to achieve hemostasis. No further surgical intervention was needed to close the site. The patient received an additional two units of packed red blood cells and one unit of platelets after this removal event. However, prior to the discharge from the operating room back to the unit, the patient's right lower extremity was "heavy" and there were concerns for compartment syndrome, which was confirmed. Consequently, a fasciotomy was performed. The patient survived the explant and was noted to be in critical condition following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding, thrombocytopenia, removal issues, positioning issues, low pump flow, hemolysis, and limb ischemia has been completed. The product was not returned for investigation. The data log shows that several suction alarms were reported during the case, with a trending flow and placement signal while running on a steady p-level. No motor current spikes or major positioning issues were noted during the case run. Low pump flow: according to the clinical details, suction events were managed with fluid administration, and it was also noted that the patient could not tolerate the high p-level during the case run. The cause of the low pump flow issue was most likely patient condition related, based on data log review and given clinical details. Hemolysis: according to the clinical notes, hemolysis was reported during the case, with slight resolution noted on the second day of pump use. The clinical notes also confirm low pump flow and fluid blood volume issues. The cause of the hemolysis issue was most likely patient condition related, based on data log review and given clinical details. Access site bleeding: the cause of the access side bleedings issue was patient condition related to coagulation disorder, based provided clinical details. Positioning issues: the cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provide. Removal issues: the cause of the removal issue was not determined since product was not returned and sufficient clinical information was not provided. Limb ischemia: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details. Instructions for use: impella cp with smartassist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ h10 instructions for use were incomplete on initial manufacturer device report number: 1220648-2025-30409.